Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device- location of device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's previously administered products included for an unreported indication: ocella in 2012 and yaz in 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain: chronic, pelvic/ pain"), abdominal pain ("pain: chronic, pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), cystitis ("bladder/urinary problems : bladder infection vaginal infection uti"), vaginal infection ("bladder/urinary problems : bladder infection vaginal infection uti"), urinary tract infection ("bladder/urinary problems : bladder infection vaginal infection uti") and infection ("infection (other)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, urinary tract infection, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2011, she implanted essure as per pfs essure confirmation test(s) conducted, specify yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ migration of essure device- location of device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's previously administered products included for an unreported indication: ocella in 2012 and yaz in 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain: chronic, pelvic/ pain"), abdominal pain ("pain: chronic, pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), cystitis ("bladder/urinary problems : bladder infection vaginal infection uti"), vaginal infection ("bladder/urinary problems : bladder infection vaginal infection uti"), urinary tract infection ("bladder/urinary problems : bladder infection vaginal infection uti") and infection ("infection (other)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, urinary tract infection, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: (B)(6)2011, she implanted essure as per pfs essure confirmation test(s) conducted, specify yes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Added reporter and historical drug. Added events abnormal bleeding (vaginal), infection (other). Event genital bleeding was updated as medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('general abnormal bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: chronic, pelvic/ abdominal"), abdominal pain ("pain: chronic, pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder/urinary problems : bladder infection vaginal infection uti"), vaginal infection ("bladder/urinary problems : bladder infection vaginal infection uti") and urinary tract infection ("bladder/urinary problems: bladder infection vaginal infection uti"). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: "pain: chronic, pelvic/ abdominal, menorrhagia (heavy menstrual bleeding),general abnormal bleed, migration, bladder/urinary problems: bladder infection vaginal infection uti". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/ migration of essure device- location of device/ migration of essure device location of device: uterus.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's previously administered products included for an unreported indication: ocella in 2012 and yaz in 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain: chronic, pelvic/ pain"), abdominal pain ("pain: chronic, pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), cystitis ("bladder/urinary problems : bladder infection vaginal infection uti"), vaginal infection ("bladder/urinary problems : bladder infection vaginal infection uti"), urinary tract infection ("bladder/urinary problems : bladder infection vaginal infection uti") and infection ("infection (other)"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, urinary tract infection, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, cystitis, device expulsion, genital haemorrhage, infection, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2011, she implanted essure as per pfs essure confirmation test(s) conducted, specify yes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2011: result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: pfs received. Event device dislocation was updated to partial expulsion of device. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube/x ray showed that coil was in a different place') and genital haemorrhage ('general abnormal bleed/excessive bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's previously administered products included for an unreported indication: ocella in 2012, yaz in 2011 and loseasonique. Concomitant products included biotin;calcium pantothenate;colecalciferol;copper sulfate;cyanocobalamin;folic acid;iron polysaccharide complex;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;sodium selenate;thiamine mononitrate;tocopheryl acid succinate;zinc oxide (prefera ob), escitalopram oxalate (lexapro), folic acid;heme iron polypeptide (proferrin forte), hydroxyzine and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain ("pain: chronic, pelvic/ abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2012, the patient was found to have progesterone decreased ("hormonal changes describe: low progesterone") and blood oestrogen decreased ("hormonal changes describe: low estrogen") and experienced fatigue ("fatigue chronic") and abdominal distension ("gastrointestinal or digestive system condition type: bloated stomach"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced pelvic pain ("pain: chronic, pelvic/ pain/lower pelvic pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("pelvic discomfort"), back pain ("back pain"), cystitis ("bladder/urinary problems : bladder infection vaginal infection uti"), vaginal infection ("bladder/urinary problems : bladder infection vaginal infection uti"), infection ("infection (other)"), anxiety ("psychological or psychiatric problems condition: anxiety") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen and surgery (ablation (B)(6) 2011). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, infection, progesterone decreased, blood oestrogen decreased, depression, anxiety, fatigue and abdominal pain upper outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, back pain, blood oestrogen decreased, cystitis, depression, device dislocation, fatigue, genital haemorrhage, infection, menorrhagia, pelvic discomfort, pelvic pain, progesterone decreased, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2011, she implanted essure as per pfs essure confirmation test(s) conducted, specify yes . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2011: result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: pfs received. Reporter information, concomitant drugs added. Previously reported event: migration of essure device location of device: uterus updated to migration of essure device location of device: fallopian tube/x ray showed that coil was in a different place. New events: hormonal changes describe: low estrogen and progesterone, psychological or psychiatric problems condition: anxiety/depression, fatigue, gastrointestinal or digestive system condition type: bloated stomach, stomach pain, back pain and pelvic discomfort added. Ablation added as a surgery for excessive bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.